Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma and the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.